Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration for a clinical trial. It was reported on (B)(6) 2019 the patient was in clinic and was complaining of a positional headache. Surgical intervention occurred where an epidural blood patch was performed on (B)(6) 2019. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was spinal headache. The patient's weight was (B)(6). The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related (surgery/anesthesia). No further complications were reported/anticipated.